Manufacturer narrative:
Corrected data: per further investigation, the device reported in this MDR has been found to be concomitant. An event regarding disassociation of a ceramic head from the adm liner involving a mdm liner was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. It was reported that the head was disassociated from the poly insert. Intraop it was found that the stem was impinging on the cup posterior superior and had caused a small notch on the neck of the femoral implant. A full investigation is completed on the adm liner, ceramic head and the accolade stem within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left total hip. The revision today was secondary to a fall in which the ceramic head was disassociated from the poly mdm insert. This disassociation was discovered preop on CT. In surgery it was found that the stem was impinging on the cup posterior superior and had caused a small notch on the neck of the femoral implant. The 28mm head and insert were removed. A +0 head seamed to eliminate the impingement problem and stabilize the joint. No further information available from the doctor or hospital.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left total hip. The revision today was secondary to a fall in which the ceramic head was disassociated from the poly mdm insert. This disassociation was discovered preop on CT. In surgery it was found that the stem was impinging on the cup posterior superior and had caused a small notch on the neck of the femoral implant. The 28mm head and insert were removed. A +0 head seamed to eliminate the impingement problem and stabilize the joint. No further information available from the doctor or hospital.